Event description:
It was reported that the patient presented with fever and chills. Blood cultures were positive for (B)(6) bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.